Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (dissection), conclusions: inherent risk of procedure ¿ (dissection). (B)(4).

Event description:
A submarine balloon was being used during a repeat pta revascularization procedure of the left sfa. A dissection was noted post revascularization and a stent was placed to treat.

Manufacturer narrative:
(B)(4).

Event description:
It was reported patient suffered instent restenosis in the target lesion, approximately 13 months post index procedure. Five months later a revascularisation was carried out to treat the restenosis.

Event description:
The previously reported in stent restenosis that occurred approximately 18 months post the index procedure was treated with a non-medtronic pta balloon, non-medtronic stent and an unknown stent. The clinical events committee assessed that this event was related to the study device.